Manufacturer narrative:
Results: bd received one sample from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tube lip damage with the incident lot was observed. Additionally, (B)(6) retention samples were selected for evaluation, and the customer's indicated failure mode for tube lip damage was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - the most likely cause of this damage is during the tray loading process were tubes are emptied from large sacks and then placed, by a machine, into trays. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer blood collection tube had tube damage near the lip. No injury or medical intervention reported.